Event description:
Customer reports, "~m having a retrograde pyelogram. At the end of the procedure, the physician wanted to acquire films. System would not perform fluoro or rad shots. Patient was moved to the recovery room and films were taken at that time." No patient injury.

Manufacturer narrative:
Liebel flarsheim manufacturing report: customer complaint that sedecal generator console will not boot-up was verified. Field service engineer talked with sedecal tech support, and sedecal it tech support. They suggested a possible corrupt software in flash drive and had fse replace generator console pn 750852 and software bundle which includes v2.5 software. The fse determined that the customer always leaves the generator on. Lf applications instructs the customer to turn the generator off to eliminate any issue that might arise by leaving a unit on all the time. Fse replaced console and software bundle, configured the software, checked functions of generator console, verifying all functions per sedecal service manual pn 710953. Unit returned to full service by the customer.